Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, which warranted hospitalization. The etiology of the serious adverse event could not be established; therefore, causality could not be determined. However, there was no reported connection between the patient¿s peritonitis and a fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized (date not provided) due to peritonitis. Per the patient¿s spouse, the patient was discharged home on (B)(6) 2026 and will be performing manual pd therapy for the next 15 days as ordered (rationale not provided), before returning to ccpd. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, organism, medication records, causality) were unsuccessful.